Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that ever since implant, every once in a while the controller will say the controller battery needs to be charged, even though the controller is at 80 or 90%. Caller stated they will shut the controller off and turn it back on and it works fine. Caller stated the other night when they went to charge the implant, the screen went black and they couldn't turn on the controller. Caller added that they tried resetting the controller by removing the battery pack and reinserting it, but that didn't resolve the issue. Caller noted they put aa batteries in the controller which turned the controller on, but then it would say to install the mdt battery pack. Caller noted the controller was at 90% when it went unresponsive. Caller confirmed they have tried putting the battery pack in since, but it still doesn't power on. Caller only had the controller at the time of the call. Agent offered to call caller back later today to do further troublesho oting. Agent called patient back as planned. Agent walked patient through removing the controller battery and plugging the controller into the ac power supply. Patient confirmed the controller powered on. Patient saw "no device found" and confirmed the implant is depleted. Patient reinserted the battery pack and confirmed the green light was flashing. Agent had patient try disconnecting the ac power supply, and patient saw "battery empty, recharge the controller." Agent reviewed with patient everything appeared to be working as intended so far. Patient requested agent call back to try charging the implant later today; agent agreed to call patient. Agent called patient back to attempt to charge the implant. Patient kept seeing "no device found," so agent walked patient through entering passive recharge mode where patient was seeing 93-94-94. Patient then saw "cable disconnected" without moving anything and confirmed the recharger was still connected. Patient examined the connection pins for damage and noticed that only 2 controller port pins were shiny and bright and the rest were darkened and dull. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is approximate. Year is confirmed valid. H3: product ID: 97745, serial/lot #: (B)(6) was returned for product analysis. Analysis found the screw holes on the case front were stripped causing case separation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.